Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated into organs and detached. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached strut retained in lower lobe of right lung; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven years and five months of post deployment, inferior vena cavogram was performed for inferior vena cava filter retrieval which revealed an inferior vena cavogram demonstrating a patent cava without significant clot in the filter. Recent computed tomography demonstrated multiple filter limbs protruding outside of the inferior vena cava lumen. However, the chest fluoroscopy demonstrated a fractured filter limb embedded in the right lower lobe of the lung. Additionally, a limb of the remaining filter within the vena cava was tilted significantly cranially but was still attached to inferior vena cava filter. Using a recovery cone, the filter was grasped however the filter apex was unable to be successfully sheathed. A loop snare technique was then utilized, and the filter was successfully snared. However, the filter apex was unable to be successfully sheath as it was significantly adherent to the caval wall, and the patient was experiencing significant pain. A completion inferior vena cavogram was performed and was negative for significant vascular injury or thrombus. The patient tolerated the procedure well. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), material deformation, filter limb detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter detachment, perforation, and difficult to remove, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts perforated into organs and detached strut retained in lower lobe of right lung. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.